Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The stored electrograms of a device were reviewed following the patient¿s death. Right ventricular oversensing and undersensing due to low r wave amplitude were noted. It was reported the programming, not the sensing, may have contributed to the patient's death. The cause of death was requested but not provided.